Manufacturer narrative:
The tp2 reagent lot number was 85870501 with an expiration date of 31-may-2026. No clots or fibrin strands were visible in the sample. The alarm trace showed a few abnormal probe sucking alarms, which are an indicator for pre-analytical handling / sample-related contributing factors. A field service engineer replaced and adjusted the sample probe. He flushed the cuvette rinse flow path and adjusted its volume. He then replaced the solenoid valve and adjusted the outside wash volume. The service actions resolved the issue, and the instrument was performing within specifications. The root cause was due to hardware-related and pre-analytical handling issues.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with total protein gen.2 (tp2) assay on a cobas c 503 analytical unit. Initial result: 111 g/l. Repeat result: 68.1 g/l. Reportedly, an amended report with the correct results was issued.